Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2008, the patient reported that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. He said 3-4 units of insulin spilled into the cartridge chamber. During troubleshooting with a company representative, the plunger was detached from the piston rod. The patient was advised to dry out the chamber with a cotton swab. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.